Event description:
It was reported that the insertable cardiac monitor (icm) was returned to bsc with no initial allegation. The icm was returned bsc. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a torn cathode bag internal within the battery that resulted in the observed premature battery depletion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "manufacturing deficiency".